Manufacturer narrative:
Returned to manufacturer on: 09/16/2016. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens was damaged, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted from the left eye of a patient due to change in diopter power. The iol was replaced with a same model lens but of a higher diopter (24.0). No further information was provided.